Manufacturer narrative:
This complaint was initially determined to not be a reportable event, however, during trend analysis as part of post market surveillance, it was determined that this event should be reportable. This re-evaluation, and reportability decision was made on 10/12/2020.

Event description:
Implant fracture; implant replaced and no impact to patient.